Event description:
Person reported a patient having been injected with juvederm voluma xc in the nose and "nfl." About 4 months later, the patient developed a "nose bleeding condition" and "swelling near nose." Test results from a biopsy and CT imaging showed "severe swelling diagnosed as filler migration" and pathology results showed a "foreign body granuloma." The "nose bleeding condition" is fine after "taking medicine" and the "swelling is almost gone" after using hyaluronidase.

Manufacturer narrative:
(B)(4).